Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose of 32.1 mmol/l. The customer experienced high blood glucose level due to miscalculation of carbohydrates. Customer stated that auto mode feature was active. The customer reported that ketone was present. Troubleshooting was not performed for high blood glucose level. The insulin pump will not be returned for analysis.